Event description:
It was reported via medwatch (B)(4): that during a procedure, an error code sounded on the console. None of the surgical team on the field was using or pressing on the cautery pencil. Cautery pedal was not stepped nor was there any pressure on it. The cautery pencil was changed and the error code was resolved. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported via medwatch (B)(4): that during a procedure, an error code sounded on the console. None of the surgical team on the field was using or pressing on the cautery pencil. Cautery pedal was not stepped nor was there any pressure on it. The cautery pencil was changed and the error code was resolved. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device not available for return.